Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable roche diagnostics cobas elecsys anti-tpo results from a cobas 8000 e 801 module and elecsys anti-tshr immunoassay results from a cobas e 411 immunoassay analyzer for multiple samples from 1 patient compared to an architect 2000 and an immulite 2000. This medwatch will cover anti-tshr. Please refer to the medwatch with identifier (B)(6) for information on anti-tpo. The cobas e801 results were reported outside of the laboratory but the doctor did not believe the results matched the patient's clinical picture. The cobas e801 serial number was (B)(4). The e411 analyzer serial number was not provided.

Manufacturer narrative:
The customer returned four samples for investigation. The investigation replicated the customer¿s results. The investigation found an interfering factor against the streptavidin component of the reagent in the samples. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.